Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. During troubleshooting with tandem technical support, a new cartridge was loaded, the pump performed as intended and insulin delivery was resumed. Customer's blood glucose was 162 mg/dl.